Event description:
The customer reported that the system experienced intermittent errors and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and connectors were reseated during the service call. System power supplies were also evaluated and determined to be operating at the correct voltage. The system was tested and found to be working as intended and put back into service.